Event description:
Upon opening a sterile pack, in the sterile environment of operating room, using aseptic technique, the surgical technician and circulating nurse discovered a hair inside the pack. Diagnosis or reason fur use: surgical procedure.